Manufacturer narrative:
"Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. "

Event description:
It was reported that a pen ndl 32g 4mm pro 14 bag 700 case jpx broke at the cannula during use. The following was reported by the initial reporter: "this is a report about the needle pe breaking off during use. When the patient self-injected insulin at home, the needle pe broke off and remained in the abdomen. The broken needle was removed with tweezers by the patient's family. The patient then went to a medical institution and underwent an x-ray, which confirmed that there were no needle fragments remaining in the body. The actual sample was already discarded."